Manufacturer narrative:
The sensor replacement alert was first presented to the user on 19 november 2024, day 144 post insertion. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance, which confirmed the complaint. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4.date of this report 14 february 2025 g3.date received by the manufacturer? 14 february 2025 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.